Event description:
It was reported that the patient was in the ICU and was not able to talk. The hcp interrogated the pump and the pump showed a refill date in (B)(6). Hcp did not believe the patient's status was related to the pump. The pump was delivering baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter: model#8596sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: unk. Proximal catheter segment: model# 8578, lot# n113069, implanted: (B)(6) 2008, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).